Event description:
Literature was reviewed regarding 'reducing deep brain stimulation hardware infections in parkinson's disease: identifying critical risk factors' the following medtronic devices were used in the study: 7426 soletra ins. There was no mention of the quantity of patient's or their demographics. Among patient adverse events/device performance issues included: 1) significantly longer operative times were noticed in the infection group. 2) post-surgical ICU care was required more frequently in the infection group. 3) the soletra dbs ipg model was more commonly used in the infection group. 4) scalp erosion had a positive association with infection risk.

Manufacturer narrative:
G2: citation: authors: yang c., deng h., xu y., wang w.. Reducing deep brain stimulation hardware infections in parkinson's disease: identifying critical risk factors. Asian journal of surgery 2024. Doi: 10.1016/j.asjsur.2024.06.135 · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. · it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.